Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00710505028, tmars xlpe liner, 60901624. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00316. Product location unknown.

Event description:
It was reported that the patient had a revision procedure approximately one year post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: 00811400110 femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length 62221871 00-7000-050-20 tm revision shell 50mm 61324534. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately one year post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.